Event description:
Prior to clinical use, air remained in the hub after the delivery system was purged. Another dcs delivery system was used and the procedure was completed successfully. The dcs syringe reached the blue zone and did not decrease after pressurizing it to the blue zone. The syringe handle turned counter clockwise to decrease the pressure and the gauge did not respond. Dedicated saline from an infusion bag was used for the dcs syringe. The syringe was connected to the dcs coil and the coil was in the dispenser hoop. No info if the same syringe was used for the next coil to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan). Additional info will be submitted within 30 days upon receipt.